Event description:
On february 20, 2009, the lay user/patient contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately high. The patient tests his blood glucose 20-25 times a day. He manages his diabetes with sliding-scale novolog insulin and a set dose of levemir insulin at night. The patient indicated that the alleged meter issue started the month prior, at around 11:15 pm. At that time, the patient reportedly obtained a meter reading of "278 mg/dl." Based on the meter reading, the patient took 17 units of sliding-scale novolog insulin. Around 12:30 am ,the next morning, the patient claimed that he developed symptoms of sweating and disorientation. The patient administered self-care by drinking gatorade and sodas. While he was symptomatic, the patient tested his blood glucose and reportedly got results in the 30's and 40's mg/dl." He also called the paramedics who arrived 45 minutes later. When the paramedics arrived, the patient's symptoms were already relieved. The paramedics advised the patient to eat food. By that time, the patient tested his blood glucose again and got a result of over "100 mg/dl." The patient denied receiving additional treatment from the paramedics. His blood glucose was not tested on another device during the time of concern. He was not taken to a hospital. The patient was using a correct technique for testing the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after taking insulin based on an inaccurate high meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.